Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Device not returned to manufacture.

Event description:
It was reported that during training of the autopulse platform (s/n (B)(4)), a system error displayed on the screen. At which time the autopulse platform could not connect to a pc. It is unknown what system error was displayed. There was no patient involved during this event. No additional information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found the load plate cover was torn. The autopulse platform is a reusable device and was manufactured on 09/12/2011. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. During functional testing, upon powering on the device, it was observed that the lcd remained blank. The platform failed power-on self test. As a result, an archive review and active operation could not be performed. Additionally, further investigation revealed the clutch plate was sticky. In conclusion, the reported complaint was confirmed during functional testing. The root cause for the platform failing during self-test was due to a defective processor printed circuit assembly (pca) board.